Manufacturer narrative:
(B)(4). The results of this investigation confirmed the amplatzer septal occluder met all functional and dimensional specifications when analyzed at sjm. A review of the device history record confirmed the occluder met all visual, dimensional, and functional specifications at the time it was manufactured, prior to shipment. There was no evidence to suggest there was an intrinsic defect in the occluder, and the cause for the reported event remains unknown.

Event description:
After the patient's atrial septal defect (asd) was balloon-sized to 21mm, a 24mm amplatzer septal occluder (aso) was selected for use and deployed; however, the aso appeared deformed as it was reported to be too large for the defect. Following removal of the 24mm aso, a 20mm aso was implanted after confirmation of stable position on echo; however, the 20mm aso later embolized to the left ventricle where the device became lodged under the anterior leaflet of the mitral valve. Multiple attempts to percutaneously retrieve the aso were unsuccessful and the hemodynamically stable patient was referred to surgery for device retrieval and surgical closure of the asd.